Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the report that the connector could not be assembled was confirmed, and the cause appears to be manufacturing related. The two-piece connector from a 4fr groshong s/l nxt kit was returned for investigation. The pieces were not locked together. Blood residue was observed within the strain relief oversleeve on the distal connector. It was observed that the molded features between the locking arms on the proximal connector were deformed. The deformation was noted to be symmetric. An attempt was made to attach the distal connector to the proximal connector, but the deformation on the proximal connector prevented the locking arms from engaging on the distal connector. The report of a ¿the catheter could not be connected to its connector¿ was confirmed, this was caused on the molding process. A lot history review (lhr) of reay1373 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter could not be connected to its connector. No patient injury reported. No other information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reay1373 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter could not be connected to its connector. No patient injury reported.